Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for cervical radiculopathy. It was reported that the patient¿s white blood count was too high and they had a bad infection. The implant had been turned off. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and from a consumer. It was reported that the hcp was unaware of an infection since they did not order the labs. It was noted that the patient was ¿hurting so badly¿. No further complications were reported/anticipated.